Manufacturer narrative:
(B)(4) - exchange of j-tube. (B)(4) for the reported event j-tube impossible to flush, j-tube loops in stomach. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a 105cm two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage of parkinson's disease. The j-tube was placed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the intestinal tube was impossible to flush. The account reported that they could not see any problems on the tube however, it was looped in the stomach and was located below the ligament of treitz. The patient was given a mild sedative along with local anesthesia and the j-tube was removed with a gastro scope. The procedure was completed with a new 80cm two port through the peg jejunal feeding tube. The patient's condition at the conclusion of the procedure is good and the patient went home that afternoon.